Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use was observed. A visual inspection was conducted. No blood or charred tissue was observed on the device jaw. The silicone insulation on the cold jaw was partially peeled at the tip, but remained attached. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro covering on the device's tip peeled. When the device was energized the tip sparked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 11:37 am (gmt-5:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro covering on the device's tip peeled. When the device was energized the tip sparked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.